Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2018 at 8:30 a.m. He was unable to check his blood sugar and experienced symptoms described as nausea, fatigue, and confusion. Customer self-presented to a hospital where a reading of 612 mg/dl was obtained on a hospital meter and customer was treated with intravenous fluids and dolforin (opioid pain medication). No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2018 at 8:30 a.m. He was unable to check his blood sugar and experienced symptoms described as nausea, fatigue, and confusion. Customer self-presented to a hospital where a reading of 612 mg/dl was obtained on a hospital meter and customer was treated with intravenous fluids and dolforin (opioid pain medication). No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.